Event description:
It was reported that the device was interrogated prior to use and an observation was displayed that indicated no wireless telemetry. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device indicated an integrated circuit issue but failure mechanism could not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.